Event description:
It was reported that the patient received inappropriate therapy. There was noise on the right ventricular lead. Follow up with the physician's office did not yield any additional information. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This information was received from a competitor. All data pertinent to the event is provided. If additional relevant information is received, a supplemental report will be submitted.